Event description:
The hcp reported that the patient had experienced symptoms of dizziness and a tingling sensation had been felt in his hand; symptoms began after a dosage increase was prescribed for an existing medication therapy (the drug identity was not provided). The dbs therapy had bene effective for tremor control. At follow-up, system interrogation revealed impedance readings greater than 2000 ohms were detected on all or some of the unipolar pairs. All monopolar pairs had been greater than 2000 ohms; the case and number one electrode contact had been 1900 ohms. The patient's current programmed settings were c-plus, one-minus, at 2.8 volts, 185 hz and 2.8 microseconds. The voltage had been reduced to 2.3 volts three days earlier and the patient had indicated his symptom of dizziness had felt less intense, but he continued to experience the dizzy sensation four times per day. The representative consulted with the engineer and hcp via phone; x-ray exam of the dbs system components had been advised. The hcp would follow-up with the neurologist. Additional information has been requested from the physician.

Manufacturer narrative:
.